Event description:
Pt. Experienced serious infection after implant of item that was later discovered to have been recalled for sterility issues. Per recall received on 6/19/2023 "sterility issues during production within-process and finished goods endotoxin testing. These issues may have resulted in the release of product with out of specification endotoxin levels".